Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the data files from the arctic sun device showed that the flowmeter had stopped. Biomed stated that the inlet pressure and pump speed remained normal, however, the flow rate dropped to 0, and then resumed several minutes later even though operating mode never changed. The device was a rental and so would be swapped with a different loaner and this device would be sent back for repair.

Event description:
It was reported that the data files from the arctic sun device showed that the flowmeter was stopping. Biomed stated that the inlet pressure and pump speed remained normal, however, the flow rate dropped to 0, and then resumed several minutes later even though operating mode never changes. The device was a rental and so would be swapped with a different loaner and this device would be brought back for repair. Per email response received on (B)(6) 2022, initial reporter stated that the therapy was completed using the same device and the flow rate came back to 2lpm. The device was at the depot for repair. Initial reporter stated that there was no patient injury was reported.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.